Manufacturer narrative:
Failure mode could not be duplicated. Isolated incident not related to the manufacturing process. Device was implanted and used for over 3 years before reported failure mode.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
Confirmed blood leakage at subcutaneous tunnel. Because there was a crack near the cuff of the catheter (arterial side), replaced only the arterial side of the catheter. This cuff of the catheter was positioned at the loop apex in the subcutaneous tunnel. The device was implanted for 3 years 2 months.